Event description:
Off label use of the novasure system in a pt with previously undiagnosed congential malformation (unicornuate uterus) led to a uterine perforation, which was suspected during post-ablation hysteroscopy and subsequently confirmed laparoscopically. No injury to adjacent tissue was seen. Pt was kept in the hospital overnight for observation, discharged the next day and recovered normally.